Event description:
Complainant alleged that the device powers up to a "replace batteries" prompt, once batteries are replaced, the batteries only last about 6 months. The batteries are failing prematurely. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.